Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysteroscopy, dilation and curettage and endometrial ablation performed during mesh implantation. It was reported that following insertion, the patient experienced chronic pelvic and vaginal area pain, painful intercourse, mesh erosion, persistent urinary incontinence, retention, leakage, frequency and urgency, chronic urinary and vaginal infections and physical pain. It was also reported that the patient underwent partial excision and closure of vaginal skin on (B)(6) 2011 due to mesh erosion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.